Event description:
The surgeon implanted a lens. The md indicated that the delivery of the iol was uncontrolled and a posterior capsular tear resulted. The md feels this was related to the injector. An anterior vitrectomy was performed. One day post operatively the pt presented with endophthalmitis. Additional info has been requested but has not been received.